Event description:
The customer reported that erroneous/imprecise elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for a single patient's sample. Beckman coulter inc. Assessment of customer supplied data indicated the generation of erratic, elevated accutni results both above the ami cut-off and within the risk stratification range for one patient's sample. The erroneous elevated/imprecise accutni results were not reported outside of the laboratory and hence there was no death serious injury or modification to patient treatment associated or attributed to this event. Subsequent testing on an alternate methodology produced 'negative' results, and previous testing of two, same-patient serial draws have produced results within the normal reference range of the assay. The sample was a lithium heparin plasma tube centrifuged for seven minutes at three thousand five hundred revolutions per minute prior to testing. The sample was normal and clear in appearance. The sample was originally sampled and analyzed from an aliquot in a two milliliter sample cup. The accutni reagent and calibrator lots associated with this event were 220592 and 121451 respectively. A quality control assessment generated acceptable results prior to the event. A calibration and routine system check performed prior to the event generated acceptable results.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the wash valve assembly as he had discovered air in both the pump and the dispense lines. Wash pump hardware is the cause of this event.